Manufacturer narrative:
H.6. Investigation: a 2420-0004 product was not available for investigation however, the customer provided a photograph of the affected sample; analysis of the photograph identified that the silicone tubing had separated from the lower pumping segment component. Additionally the retention ring was present at the end of the tubing. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported separation. H3 other text : see h.10.

Event description:
It was reported that bd alaris¿ pump module smartsite¿ infusion set had the components separate. The following information was provided by the initial reporter: "alaris system IV admin set 2 smartsite ports came apart during priming. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris¿ pump module smartsite¿ infusion set had the components separate. The following information was provided by the initial reporter: "alaris system IV admin set 2 smartsite ports came apart during priming. "